Event description:
It was reported that there was an unresolved downstream drug occlusion on the drug infusion line. An ekos endovascular device was selected for treatment. Seven hours and eight minutes into treatment, the patient was repositioned by the nurse and the downstream occlusion (dso) alert occurred on the drug infusion line. During troubleshooting with the clinical specialist, the intravenous (IV) lines were checked for kinks, stop cocks and roller clamps, there were none observed. The pressure on IV pump was noted to be at 10psi. The nurse checked for sutures and kinks on the ekos catheter, there were none observed. The clinical specialist suggested returning the patient to the original position prior to the alarm. The catheter was flushed forward with 3cc syringes of normal saline. The catheter flushed with relative ease. However, when the tpa line was reconnected the dso alert persisted. The nurse indicated that she will swap out the pumps. Based on the information available at this time, it is unknown if the dso was resolved and if the patient received adequate tpa delivery.